Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate shock therapy for supraventricular tachycardia (svt). The device then recorded a code 1005 for high, out-of-range shock impedance values of greater than 145 ohms. Technical services discussed evaluating the device and associated right ventricular (rv) lead integrity, and to consider replacing the rv lead or both the lead and device. Technical services also requested device data, to confirm if the pulse generator could be retained with a new rv lead. However, no data was submitted and the following week, the sales representative reported the patient was dying. At this time, there was no information provided on the cause of the patient's declining condition. The patient's family requested therapy be programmed off and no troubleshooting was to be performed. A request was made for the sales representative to provide additional information about this event, including the name of the physician and hospital and whether the inappropriate shock therapy contributed to the patient's impending demise. A follow up report will be submitted when additional information is received.

Manufacturer narrative:
This report will be updated when additional information is received.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate shock therapy for supraventricular tachycardia (svt). The device then recorded a code 1005 for high, out-of-range shock impedance values of greater than 145 ohms. Technical services discussed evaluating the device and associated right ventricular (rv) lead integrity, and to consider replacing the rv lead or both the lead and device. Technical services also requested device data, to confirm if the pulse generator could be retained with a new rv lead. However, no data was submitted and the following week, the sales representative reported the patient was dying. At this time, there was no information provided on the cause of the patient's declining condition. The patient's family requested therapy be programmed off and no troubleshooting was to be performed. A request was made for the sales representative to provide additional information about this event, including the name of the physician and hospital and whether the inappropriate shock therapy contributed to the patient's impending demise. A follow up report will be submitted when additional information is received. Despite efforts, the hospital did not respond to several requests for additional information about this patient and device. At this time, there have been no allegations from the physician or the patient's family that the boston scientific device contributed to the patient dying.